Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the cobas mpx assay performed within specifications. A review of the provided data indicated that the reactive hiv cycle threshold (CT) value of 40.88 was consistent with values observed near the assay's limit of detection (lod), where results may fluctuate between reactive and non-reactive. Positive and negative control data confirmed that the assay was functioning as intended. Serology information was not provided, and no batch trends or product issues were identified for reagent lot: g15713. The device remains in operation at the customer site, and no further issues have been reported.

Event description:
The initial reporter alleged discrepant results using the kit cobas 6800/8800 mpx 96t ce-ivd on the cobas 6800 instrument. On (B)(6) 2023, a sample generated a hepatitis c virus (hcv) reactive result with a cycle threshold (CT) value of 36.39. The sample was re-tested on (B)(6) 2023 and a non-reactive result was generated. On (B)(6) 2023, a different sample generated a human immunodeficiency virus (hiv) reactive result with a CT value of 40.88. The sample was re-tested on (B)(6) 2023 and a non-reactive result was generated. Serology information was not provided. No delay in treatment or harm was alleged.

Manufacturer narrative:
The dates of testing initially reported were incorrect. The testing initially stated to have occurred on 08-mar-2023, actually occurred on 08-mar-2021. The testing initially stated to have occurred on 09-mar-2023, actually occurred on 08-mar-2021.